Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn't get their insr to charge their ins. The patient hadn't used or charged their ins in 18 months. The patient didn't charge because the ins never worked for the patient- the stimulation was in the wrong location. The stimulation was too low and it didn't target the pain area so they stopped using the ins. No further complications reported. Additional information was received from a manufacturer representative (rep) on 2019-apr-17. The patient was unable to charge due to patient compliance. An antenna locator produced a normal charge session. The code seen was a 0x2608. The issue was resolved and the patient was noted to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the ins was confirmed to be in overdischarge. The patient weighed (B)(6) at the time of the event. No further complications were reported or anticipated.